Event description:
Reporter alleged patient's blood glucose measured 42 mg/dl on professional meter #1 back to back, with result of 460 mg/dl; on professional meter #2 performed 8 minutes apart. Reportedly customer was not treated based on either of these results, however, customer was treated based on a lab test later performed with a value of 51 mg/dl. Treatment was stated to be unk. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.